Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was in back-up vvi mode. Patient was asymptomatic. A device code download was performed successfully and restored to normal function. Device remains implanted. Patient is stable and will continue to be monitored.